Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during a gastric fistula closure procedure on (B)(6) 2025. During the procedure, the anchor exchange failed to transfer and retrieve the anchor. The procedure was completed with another overstitch device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6). Block h6: device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve.